Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions pcb (ffb) was evaluated and replaced. The associated software was also reloaded during the service event. The system was tested and found to be working as intended and returned to service.